Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via customer¿s web form that the insulin pump had loss of audio safety notification. Customer's blood glucose value was unknown. Customer stated that on insulin pump had affected software version 4.10 and that audio beep test. No further details were reported. Customer will be contacted to discuss replacement pump process by helpline. The device will be returned for analysis.